Event description:
It was reported that the user experienced hyperglycemia with a peak glucose of 215 mg/dl, trending down to 176 mg/dl while receiving basal insulin through the ilet after a usual dinner meal announcement; infusion set use and supplies were adequate, and the user planned a full set change the following day. Customer care provided support that included user-led troubleshooting and education with confirmation that the system was delivering insulin, and the infusion set had remaining insulin. Investigation of this case revealed no device malfunction identified during the call and no evidence of infusion set failure. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.